Event description:
It was reported that the customer's insulin pump had difficulties with the piston during the prime process, and the device has scratches. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with scratched liquid crystal display window and missing segments as a result of an open connector. The insulin pump also alarmed motor error due to the loose motor support disk. Further testing could not be performed due to the motor error alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion device pump, which is marketed in the united states.